Event description:
It was reported that during a patient event, the device did not recognize the patient, when connected. The customer reported that the medic whom was attending to the patient, did not perform adequate skin preparation and the patient did have a very hairy chest. The medic did initially attach the defibrillation electrodes to the patient and when the device did not detect the patient, the medic removed the electrodes, shaved the patient's chest, and then re-applied the same electrodes. The device still did not detect a patient connection. The medic did not have an additional set of electrodes to connect to the patient. The patient was transferred to the local hospital; however they did not survive.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A clinical review of the reported event determined that a device use error was related to the reported event. The customer reported that there was inadequate skin preoperation performed on the patient prior the application of the defibrillation electrodes.